Event description:
The pt received her sys on (B) (6) 2008. The pt was scheduled for an ipg relocation and replacement of her occipital leads on (B) (6) 2008. It was reported that upon starting the procedure, the physician noted a "pus-type" pocket near the lead incision site on the pt's neck. The physician took a sample of the possible infectious material to be sent to the lab and he explanted the whole system. Only the ipg was returned to ans for evaluation. Follow-up on the pt found that the infection resolved, she received another scs system and is reportedly doing well.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.